Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, the device is not available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician experienced resistance while retracting the ruby coil back into its introducer sheath during an attempt to re-position. Subsequently, it was reported that the ruby coil had become stretched. The ruby coil was therefore removed and was no longer used in the procedure. The procedure was completed using another ruby coil. There was no report of an adverse effect to the patient.